Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was cracked on the right plunger case. Review of the event history log revealed check syringe plunger sensor. Functional testing was performed, and the reported was able to be replicated. The root cause was determined to be caused by the dowel pin becoming loose from the plunger head mount, but unable to determine how. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a syringe latching error. No patient injury reported.